Event description:
It was reported that during preventive maintenance bone pin/tracker clamp knurled nut would extend beyond stop. No patient involved.

Manufacturer narrative:
H10: this malfunction has not caused or contributed to a death or serious injury in the past; nor has a medical intervention been necessitated to preclude permanent impairment or, a body function or permanent damage to a body function. The manufacturer has identified that this event should be re-evaluated for MDR reporting. The re-assessment, based on analysis of historical data and risk management, determined that the issue does not meet the threshold for reporting and is a non-reportable event.